Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review has been initiated to determine if the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use at the beginning of a tavi procedure, a temporary pacing catheter was inserted with effect; however, when required to pace again it failed to capture. The catheter was repositioned with no effect. New dinapt connectors and pacing box were also used with no effect. The catheter was replaced for another one and the procedure was able to proceed with no further issues. There was no patient injury or consequence. Patient demographics were requested and not provided.

Manufacturer narrative:
Our product evaluation laboratory received one model d97120f5 pacing swan-ganz catheter. Continuity testing showed an open condition within the proximal circuit. The proximal lead wire was found completely broken inside the catheter body at approximately 1 inch proximal from the distal tip. The insulation of the lead wire was missing at the broken section. The distal circuit was continuous. The balloon inflated clear and concentric with 1.3ml of air, and remained inflated for 5 timed minutes without leakage. No visible damage or defect was observed from the catheter body, balloon, windings, or returned syringe. The customer report of ¿pacing catheter stopped working¿ was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. All invasive procedures inherently involve some patient risks. Although serious complications associated with indwelling catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. Per the IFU section preparation: ¿avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.